Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (did not deliver treatment) was not confirmed. The patient was found to be fully functional. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. There is no indication that the monitor was defective prior to the external treatment, the lifevest was not able to detect the treatable arrhythmia due to the CPR and motion artifact. The root cause for the open resistor was the external defibrillation. Manufacture dates: monitor: 6/9/2014, electrode belt: 07/29/2013.

Event description:
A us distributor contacted zoll to report that a patient had allegedly experienced cardiac arrest on (B)(6) 2019, however the lifevest did not deliver a treatment. It was reported that the patient was at home with his girlfriend present at the time of the event. The patient reportedly lost consciousness during the event and ems was called. Per review of the patient's continuous ECG recordings, the patient's rhythm on (B)(6) 2019 was atrial fibrillation (af) at 120 bpm with pvc's degrading to ventricular tachycardia (vt) at 260 bpm at 7:38:43 pm with CPR artifact, motion artifact and intermittent cardiac activity. The rhythm then transitioned to atrial fibrillation at 120 bpm degrading to ventricular fibrillation (vf) with CPR and motion artifact at 7:49:40 pm. The patient received a non-lifevest defibrillation at 7:51:49 pm. The patient's rhythm at time of the non-lifevest treatment was vf with CPR and motion artifact. The patient's post shock rhythm was sinus tachycardia at 130 bpm with motion artifact. After the non-lifevest defibrillation the patient was seen in sinus tachycardia at 130 bpm with intermittent cardiac activity and CPR artifact. The rhythm degraded again to vf with CPR and motion artifact at 7:52:52 pm. The rhythm then transitioned to vt at 250 bpm with CPR and motion artifact. The rhythm then transitioned to af at 120 bpm degrading to vt at 250 bpm with CPR and motion artifact. At 7:54:37 pm the rhythm transitioned again to af from 120 bpm slowing to 100 bpm with CPR and motion artifact. The patient was last seen in sinus tachycardia at 130 bpm with CPR and motion artifact. The patient was in vt and vf intermittently for approximately 21 minutes 24 seconds. The lifevest did not detect the treatable arrhythmias due to the CPR and motion artifact. There is no indication of any injury resulting from the patient not receiving a treatment. The patient reported that he suffered broken ribs as a result of ems performing CPR. The response buttons were not pressed during the event. The patient has received an ICD and has ended use of the lifevest.